Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial#: unknown, product type: programmer, physician. Other relevant device(s) are: product ID: 8840, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 2000 mcg/ml lioresal at 96 mcg/day via an implantable pump for intractable spasticity. It was reported that the patient came in for a post op pump replacement. No changes were made to the programming, but the doctor wanted a printout. It was stated a message on the programmer came up as "incomplete tele can cause the pump to be stopped". It was believed the doctor only interrogated the pump, but they thought someone hit the telemetry button and the telemetry was not over the pump. It was noted the patient had already left the clinic. No further issues were reported.